Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. System diagnostics run on (B)(6) 2015 returned a high impedance result. The pulse generator was disabled on (B)(6) 2015.

Event description:
It was reported that the vns patient had been experiencing an increase in seizures and was no longer able to perceive stimulation on-times from the device. The patient¿s device showed a high impedance condition so the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have not been returned to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.